Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. The instrument was also found to have a loose pitch cable at the distal clevis and a broken pitch cable at the proximal end in the housing.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.